Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous abscess drainage catheter placement procedure, the hard cannula allegedly cannot be pulled out. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during an ultrasound guided percutaneous abscess drainage catheter placement procedure, the hard cannula allegedly cannot be pulled out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8fr navarre drainage catheter was received for evaluation. Visual and functional testing were performed. An attempt to carefully removed the inner stylet from the catheter was performed. Residue was noted on the distal tip of the stylet. An attempt to carefully removed the inner cannula from the catheter was performed. Resistance was felt during attempt as the cannula jumped back into the catheter. The cannula was not able to offload the catheter. Another attempt was performed, placing pressure during removal, and the cannula successfully offloaded the catheter. The cannula was noted to be bent. After close inspection of the cannula, residue was noted on the distal portion of the cannula. One video was provided for review. The hcp tries to remove the cannula from the catheter, resistance was felt as the metal cannula jumps back into the catheter. Therefore, the investigation is confirmed for the reported removal difficulty issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.